Event description:
It was reported to iridex corporation that after few shots at 1200-1400 mw using an oculight slx laser system, the physician observed through the microscope that the probe ending burned inside the eye of the patient.

Manufacturer narrative:
Three probes from lot# 012543, were returned to iridex for evaluation. Visual inspection of the first probe revealed a bent needle. The fiber edge at the needle appeared to be scratched. The aim beam was very dim and there was no power output. Visual inspection of the second probe revealed tissue debris around the fiber and on the face of the fiber. The power output measured 184mw. Visual inspection of the third and final probe revealed a small burn at the connector end of the fiber. The device was not recognized by the laser test console. It was also noted that the fiber was broken. The cause of the alleged burn to the patient's eye could not be determined. Repeated attempts to contact the user facility to obtain further event details as well as the current condition of the patient were unsuccessful.